Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2015 with the following findings: investigation revealed that the battery compartment was damaged in two places. The battery cap was intact with no damage observed. The battery cap was unable to maintain electrical connection due to the battery compartment damage. A test cap was also unable to maintain electrical connection due to the battery compartment damage. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 10/21/2015.